Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric distal circumflex artery. A 3.5 x 15 mm nc trek balloon catheter was advanced to the lesion and when inflated at 12 atmospheres the balloon ruptured. The procedure was successfully completed with a new nc trek balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.